Event description:
After placed into the patient, the electrode on the ablation catheter was deemed defective. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 115cm, size 8, bi-d irrigated ablation catheter, d-f curve (per site reporter).